Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a bent cannula. The customer also reported several air bubbles in their reservoir. Customer's blood glucose was 230 mg/dl at the time of incident. The customer stated the insulin was not at room temperature. The customer also reported the insulin pump was rewound with the reservoir in place, creating the air bubbles. The customer declined to return the reservoir for analysis.